Event description:
It was reported that the control panel swivel mechanism on the epiq cvx ultrasound system did not lock while the system was in transport within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. A philps service engineer cleaned, applied adhesive, and reseated the articulation arm bushing to repair the system. A thorough investigation was performed to identify the root cause of the reported issue. The engineering team determined the failure was caused by a hardware issue in the articulating arm latching mechanism preventing the locking solenoid from fully engaging.